Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported that the right ventricular lead was dislodged and exhibited oversensing resulting in inappropriate shocks. No intervention was reported.